Event description:
When the guidewire was removed from a uretoscope, it was noted that the coating on the guidewire was torn. The physician felt that the scope had spur in it that may have damaged the guidewire coating. He determined that nothing broke off in the pt. They used another unit to complete the procedure with no pt complications.